Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. .

Event description:
The customer reported that all things were well with the fetus during monitoring with the vital signs" fetal spiral electrode cable for corometrics, round connector, 2.4. Score looked normal. However, after delivery, it was found out that the fetus died a time ago. It is unknown where the signal came from during measurement.